Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08680 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 612 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer was treated with insulin drip during hospitalization. The customer had mental confusion. Customer declined to perform a carelink upload. Customer stated that the insulin pump passed the self test and displacement test. Customer also stated that they were unable to perform the high performance test. The insulin pump will not be returned for analysis.